Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 23 february 2018. Partial revision of cemented full-pe tka after 1,5 years. The information received is rather scarce, and we cannot draw any conclusion. From one of the scan sections, it appears that the cement mantle has been locally discontinued or fractured, but no cause can be ascertained. However, there is no indication of component failure, and therefore we have no indication that a defective component may be responsible for the revision. Batch review performed on 26 february 2018 lot 148558: (B)(4) items manufactured and released on 20 april 2015. Expiration date: 2020-03-31 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to pain about 1 year and 7 months after primary. The full-pe ps tibial component it seems was not mobilized, signs of lucency were visible on the x-rays .